Event description:
The manufacturers field service engineer was able to duplicate the reported problem of vent inop due to an o2 motor error. The service engineer reported the device went vent inop when powered on. Review of the device diagnostic log noted a vent inop occurrence due to an oxygen motor error. The service engineer replaced the o2 motor controller pcb board to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.

Event description:
The hospital biomedical engineer reported the ventilator was in use on a patient and when fio2 was adjusted there was a clicking noise. The customer reported there was no patient harm. During evaluation, the biomedical engineer reported the unit displayed a vent inop alert due to an o2 motor error, and when fio2 was adjusted the o2 motor controller board was opening and closing rapidly. Vent inop, when in use, will stop providing ventilatory support to the patient. The biomedical engineer reported manufacturers field service has been requested and is pending.

Manufacturer narrative:
Supplemental report.